Event description:
The physician was performing a fistula pta by hand inflation with syringe when the balloon ruptured circumferentially. The physician was then able to pull the balloon catheter back into the sheath with some difficulty. No pieces were left inside the pt.

Manufacturer narrative:
Pt outcome/condition was not provided by the reporter. (B)(4). Event is still under investigation.